Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed high out of range shock impedance measurements post implant. Normal measurements in one configuration and with the pacing system analyzer were obtained. A chest x-ray was performed indicating lead damage a the lead's proximal coil. The lead was removed and replaced. This device remains implanted and in service. No adverse patient effects were reported.